Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that half of the reservoir ring did fall off. The reservoir was able to lock in place but was unstable. There was a crack around the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and cracked battery tube thread noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.